Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had experienced loss of therapy relief. It was reported that the patient had a fall in (B)(6) 2018. Impedances were tested, and the following impedance results were reported: okay after taking at 1.5 and 300pw. The rep reported the patient programming was all case + c1, c2, c3 and c0. The patient was currently on c2 with no therapy benefit anymore. Bowel and bladder symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of therapy relief was not determined. They were going to change the patients programming only once her neurologist, in charge of managing her device, deem it to be safe.